Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7117726. Product family: dbs-ipg-r-MRI upn: m365db12160, model: db-1216, serial:(B)(6), batch: 582988. Product family: dbs-extension upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5002634. Product family: dbs-lead fixation upn: m365db4600c0, model: db-4600c, serial: (B)(6), batch: 33649835.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and erosion behind the right ear incision site where the leads and extensions connect. The wound was not healing and presented symptoms of puss, drainage and redness. The patient underwent an explant procedure where the full system was removed. Wound care was performed, and the patient was administered antibiotics. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned to bsc.